Event description:
It was reported that an insertable cardiac monitor (icm) experienced false positive tachyarrhythmia detections due to oversensing of noise and artifact. Episodes primarily occurred during nighttime and afternoon hours, suggesting possible positional influences, device migration, muscle noise, or external interference. Although sensitivity adjustments were attempted, oversensing persisted, and clear qrs complexes were not visible within the noise. The technical service noted that no additional programming options were available to reliably prevent oversensing or improve filtering through the icm. Recommendations included evaluating the implant location for possible migration, considering a revision, and performing surface mapping to determine whether an alternative location would provide more appropriate signal amplitudes. The caller also reported extending episode duration in an attempt to reduce stored events. No patient symptoms or clinical impact were reported. The icm remains in service, and no adverse patient effects were reported. Additional information: the clinic noted that programming adjustments were attempted; however, the myopotential artifact could not be programmed around, and a plan for device repositioning was considered. Technical services indicated that the current position appeared to be in the fourth intercostal space at approximately 45 degrees relative to the sternum along the axis of the heart, which is a location that may increase muscle noise susceptibility. Reposition considerations included placing the device in the fourth intercostal space parallel to the sternum to reduce exposure to pectoral muscle activation and improve signal quality. The icm remains in service, and no adverse patient effects were reported. The icm was explanted and a new icm was implanted. Additional information confirms that the icm was explanted due to myopotentials, and the device will be returned for analysis.

Event description:
It was reported that an insertable cardiac monitor (icm) experienced false positive tachyarrhythmia detections due to oversensing of noise and artifact. Episodes primarily occurred during nighttime and afternoon hours, suggesting possible positional influences, device migration, muscle noise, or external interference. Although sensitivity adjustments were attempted, oversensing persisted, and clear qrs complexes were not visible within the noise. The technical service noted that no additional programming options were available to reliably prevent oversensing or improve filtering through the icm. Recommendations included evaluating the implant location for possible migration, considering a revision, and performing surface mapping to determine whether an alternative location would provide more appropriate signal amplitudes. The caller also reported extending episode duration in an attempt to reduce stored events. No patient symptoms or clinical impact were reported. The icm remains in service, and no adverse patient effects were reported. Additional information: the clinic noted that programming adjustments were attempted; however, the myopotential artifact could not be programmed around, and a plan for device repositioning was considered. Technical services indicated that the current position appeared to be in the fourth intercostal space at approximately 45 degrees relative to the sternum along the axis of the heart, which is a location that may increase muscle noise susceptibility. Reposition considerations included placing the device in the fourth intercostal space parallel to the sternum to reduce exposure to pectoral muscle activation and improve signal quality. The icm remains in service, and no adverse patient effects were reported. The icm was explanted and a new icm was implanted. Additional information confirms that the icm was explanted due to myopotentials, and the device was returned for analysis.

Manufacturer narrative:
This supplemental 01 - icm was returned for analysis.